Manufacturer narrative:
The lead was surgically abandoned; therefore, a technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine pacemaker follow-up, interrogation revealed the lead safety switch (lss) had triggered on the right atrial (ra) lead. No capture was observed on the ra lead even at maximum outputs, in both unipolar and bipolar configurations. The pacing impedance measurements were greater than 2,500 ohms. Noise was observed on the stored electrograms. A lead fracture was suspected. The daily measurement trend showed the ra lead impedance had become unstable in september 2016. The patient was asymptomatic since the last device check. The device was reprogrammed to vvi 50 and the patient was to be scheduled for a new ra lead in the future. No adverse patient effects were reported. The field representative later learned that this lead was surgically abandoned and replaced with a competitor's lead in (B)(4) 2017. The boston scientific pacemaker was also explanted during this procedure and was replaced with a competitor's device. No additional adverse patient effects were reported.

Manufacturer narrative:
The device and lead remain in service. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine pacemaker follow-up, interrogation revealed the lead safety switch (lss) had triggered on the right atrial (ra) lead. No capture was observed on the ra lead even at maximum outputs, in both unipolar and bipolar configurations. The pacing impedance measurements were greater than 2,500 ohms. Noise was observed on the stored electrograms. A lead fracture was suspected. The daily measurement trend showed the ra lead impedance had become unstable in (B)(6) 2016. The patient was asymptomatic since the last device check. The device was reprogrammed to vvi 50 and the patient was to be scheduled for a new ra lead in the future. No adverse patient effects were reported.